Event description:
Report rec'd from the USA stating that during sterile processing a "hole in the hose" of the device was discovered. The rptr stated it was unk if hole extends through both hose layers; but bubbles were observed. The event was not related to surgery. No injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent. (B)(4).